Event description:
It was reported that the pacemaker was found to be operating in safety mode. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. The pacemaker is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the pacemaker was found to be operating in safety mode. No adverse patient effects were reported.